Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event and describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) cleaned and greased all contacts on the tower latches. The medication bags in the failed door were not pushing against door which caused failure and advised customer not to overload the compartment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a bd pyxis¿ medstation¿ es auxiliary tower door was jammed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.